Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) analysis concluded that there was an integrated circuit memory error. The cause of the memory error was a bit flip.

Event description:
It was reported that the patient went to the hospital with a heart rate of 46 bpm, even though their pacemaker was programmed with a minimum rate of 70 bpm. It was also reported that upon device interrogation, the physician received an error message. After interrogation, the device resumed normal operation. The device was explanted and replaced. There were no further patient complications reported as a result of this event.